Manufacturer narrative:
Per good faith effort (gfe) response received january 27, 2026, according to the v60 service manual, the recommended repair is as follows: 1. Calibrate the touchscreen. Replace the touchscreen if calibration is not possible. 2. Slave in a different user interface (ui)-to-power management (pm) printed circuit board assembly (pcba) cable and replace original cable if the problem is resolved. 3. Replace the pm pcba. 4. Replace the central processing unit (cpu) pcba. Prior to the field service engineer (fse) arriving onsite, the replacement touchscreen and cpu pcba were ordered per the v60 service manual. Upon arrival, the fse performed a touchscreen calibration and checked the pm pcba cable, but the touchscreen was still not responding properly. The fse determined that the touchscreen needed to be replaced, and after replacing the touchscreen, the fse performed touchscreen calibration again, and the touchscreen performed as intended. Per service manual required testing, the fse completed the electrical safety & ventilator controls tests. The fse also noted that the event log did not display any error codes.

Event description:
Philips received a complaint by the customer on the v60 indicating a touchscreen malfunction as the touchscreen was not responding to touch commands. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The customer called technical support to request onsite repair per contract as the touchscreen was not responding to touch commands. A field service engineer (fse) was dispatched onsite to evaluate and repair the device. Upon arrival, the fse powered on the device, confirmed that software version 3.10 was installed, and discovered that the touchscreen was not working. The fse then retrieved the event log and did not find any error codes. The fse ultimately replaced the touchscreen, after which the issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.